Event description:
It was reported that a large volume multirate infusor leaked. The leak was observed during storage, 18 days after the device was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 13, 2014 to june 14, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional leak testing were performed. The testing did not reveal any evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.